Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited unacceptable thresholds. The right ventricular lead was explanted and replaced successfully, the patient was doing well post procedure and would be monitored with routine follow up. The lead would not be returned.